Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The homechoice was in fill 1 however the patient was not connected. Patient should be connected for therapy. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report having started therapy before connecting to the homechoice (hc) machine. The home patient (hp) stated he was priming the hc when he noticed that the line was empty. The hp stated that he pressed go and was in fill 1, but was not connected. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr then walked the hp through ending therapy procedure. The hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event on (B)(6) 2011. The hp stated that he was trying to reprime the patient line when he saw that the cycler moved on to fill 1. The hp did not know how exactly this occurred. He stated that he called his peritoneal dialysis (pd) nurse who wanted him to start over with new supplies, however he insisted that he did not break sterility and wanted to use the same supplies. The hp stated that he did use the same supplies for therapy. He explained that he reprimed the lines and performed therapy without any issues. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.